Event description:
It was reported that this right atrial (ra) lead was requested to be reviewed by the physician. The rep noted that this ra lead was not sensing appropriately and potential loss of capture (loc) was noted. This ra lead remains in service. No adverse patient effects were reported.